Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes bluselect malfunctioned . The customer started using the product from regular replacement. However, immediately after that, he found difficulty in inserting the suction tube into the product and the amount of bodily secretion considerably decreased. Also, as the spo2 value lowered, the customer replaced the product with another one, but the situation did not get better. So he further replaced it with a non-smiths' new one and it settled the matter. No patient injury.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical received one used decontaminated sample 10009163-004 8mm deht blu suctionaid sub-assy in a plastic bag without original packaging. The product has sample photos attached. Device was in good condition. The complaint of customer using suction catheter clean the lumen of the tracheostomy tube was not confirmed when duplicating event. Believed possible occlusion in the tracheostomy tube itself. Root cause remains unknown as no similar complaints of this nature have been identified.

Event description:
Investigation completed and summarized in h 10.